Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with bleeding to the trach and shortness of breath. Chest x-rays were obtained that showed pulmonary edema. The patient was started on a lasix drip and their creatinine and bilirubin began to worsen. It was reported that an echocardiogram was obtained which appeared to show that the patient was having right sided heart failure. The patient was started on dobutamine and nitric oxide in addition to diuretics. Lactate dehydrogenase (ldh) was elevated which reportedly raised concerns for a pump malfunction. It was reported that dobutamine was discontinued the following day and the patient continued to receive nitric oxide, which was stopped within 6 days. The patient reportedly still had some jugular vein distention and weight gain on (B)(6) 2018 so IV lasix was continued. It was reported that right heart catheterization was obtained and the patient had an elevated central venous pressure and wedge pressure so IV lasix was continued. The patient was transitioned to oral diuretics. The patient was discharged to home (B)(6) 2018 with orders to continue diuretics. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, could not be conclusively established. The heartmate 3 lvas IFU lists bleeding, right heart failure, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.